Event description:
It was reported that the lesion was eccentric and in mid rca. A perforation occurred during dca while attempting to treat the vessel. Reportedly, the perforation was treated successfully with a balloon catheter.